Event description:
It was reported that on (b)(6) 2026, a MitraClip procedure was performed to treat functional mitral regurgitation (MR) with a grade of 4 and a restricted posterior leaflet. One clip was successfully implanted, reducing MR to a grade of 1+. On (b)(6) 2026, the patient passed away. The cause of death is unknown. The patient had pulmonary disease. There were no complications with the MitraClip, the clip remained stable on both leaflets.

Manufacturer narrative:
N/A.